Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 1257 mg/dl. The caller stated that the customer kept bolusing, but he was not getting the insulin. The caller requested a replacement insulin pump. Nothing further was reported.